Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the touchpad display was damaged and some of the components were corroded. Therefore, the reported condition was confirmed. It was determined that the customer may have used a wrong method of cleaning procedure that may have caused a liquid substance to ingress. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the console device was not turning on. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.